Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400 mg/dl). Infusion set was changed out multiple times and insulin injections were administered to address bg. Customer and healthcare provider allege the elevated bg was due to a pump issue. Customer declined tandem technical support's offer to perform a pump system check and had discussed the elevated bg with a tandem clinical diabetes specialist. Customer reverted to using manual injections for insulin therapy.